Event description:
This tubing is a double lumen extension set that allows pca (patient controlled analgesia) and primary IV infusions to infuse into the same vein. The manufacturer mislabeled the extension set. When used as labeled (incorrectly labeled), the medication (analgesic) can back up the connecting tubing. This could potentially deliver an unintended bolus, resulting in a narcotic overdose.